Event description:
The wound vac sponge was very enlarged and there was a large amount of pressure under the clear dressing. There were never any alarms on the wound vac throughout this entire event. I asked (B)(6) to stay with pt. We hooked the tubing up to wall suction and ordered another cannister for the wound vac. The first cannister on the wound vac contained 275 mls of blood. A new cannister was installed and reconnected, we were able to squeeze blood through the tubing from the sponge, but it would not flatten out the sponge like it usually does when everything is functioning properly. Wall suction would not flatten the sponge either. Physician removed the wound vac and large amounts of coagulated blood. At one point during this event, I folded the tubing over to the wound vac for an extended period of time (probably 90 seconds) and it never alarmed. I can not say the wound vac malfunctioned, I also could not in good conscience not report this. We all concluded that the wound vac did what it was supposed to do, however, it was possibly a clot at the site of the hose and sponge, and their wound vacs are not designed to alarm from a blockage that high up - which is a problem!